Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate pain relief. As a result, the ipg was replaced. Therapy was restored.